Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal reciprocating saw attachment has never been used. It had rust on it when received from (B)(6). There was no patient involve.